Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported the patient wanted to know what to do to have the device removed so they could have an MRI. The patient said the device had been turned off for 10 years. The patient said they did not think the device was working properly when they were using the device. The patient said the symptoms were the same with the device off as they were with the device on. The patient said the device started ¿almost knocking me off my feet¿. The patient clarified that this meant they got a shock in their crotch. Patient services emailed healthcare professional listings. No further complications were reported.